Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 200 mg/dl. A cartridge change was performed and the customer successfully delivered an 8 units bolus without any additional occlusion alarms occurring. The customer alleged the occlusion alarm was caused by the cartridge. A system check was performed using the current supplies and the pump performed as intended. Tandem technical support educated the customer in regards to common causes of occlusion alarms.